Event description:
It was reported that the patient's blood glucose level (bg) rose to 290 mg/dl while wearing the pod between 36 and 48 hours. Upon realization of high bgs, it was observed that the pod was reportedly not sticking well to the infusion site (arm), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system ap3a.240905.015.a2.s921usqu4byd9 cloud - smartphone hardware sm-s921u cloud - cgm sensor type g7 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.